Event description:
The surgeon implanted a 3-piece silicone lens model aq2010v and the haptic broke off in the cartridge during insertion. The lens was implanted and removed without patient injury. It was stated that the msi-tm injector and aq cartridge were used, but the lot numbers were unknown.